Event description:
It was reported that during a procedure to replace a pump near end of life, it was discovered that the catheter had become dislodged from the pump catheter port due to white material. Both the catheter and the pump were replaced. It was stated that there were no patient symptoms/injuries related to this event; however, patient was kept overnight for observation. Drugs delivered via the device were dilaudid and bupivacaine; it was added that hydromorphone was reduced from 22mg/ml concentration to 5.5mg/ml concentration. Patient sustained no injury; and recovery with sequela was noted. A follow up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8703w, lot # l48277, implanted: (B)(6) 1997, explanted: (B)(6) 2012, product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.